Event description:
It was reported that the biomed at bedside nurses have tried 3 different devices and swapped out probe, but patient temperature (pt) was not registering in an arctic sun device. Nurses tried ts foley probe and esophageal probe with no resolution. Verified temperature in cable is plugged into the patient temperature (pt) 1 port. Had biomed plug probe into bedside monitor and confirmed it was registering. Advised they need to swap out to a new temperature in cable. Nurse stated they tried different cables. Emphasized new cable is needed. Biomed advised new cable is needed. Suggested biomed take one of the three devices to the shop and test with a new cable and a temperature sensing key. Sn (B)(6) customer needs support setting up therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.